Event description:
It was later reported that the patient was not hospitalized due to the reported pain. The patient's settings were reduced, and this was the extent of the intervention taken. No other relevant information has been received to date.

Event description:
It was reported that the patient reported facial pain- in which the patient believes this is due to high settings. There is conflicting information existing in which it is not clear if the patient was hospitalized due to this pain. Further investigation is needed to clarify this event. Until this information is received, it will be assumed that the patient was hospitalized due to the pain no other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient stated that their pain had first started 9 months after implant of the suspect product described in this file. Emergency surgery was completed after several months to remove the lead. Patient also notes during explant surgery she sustained vocal cord injury. MFR. Report # 1644487-2024-01437 captures the emergency lead removal surgery. There is no MFR report# for the vocal cord injury as there is no indication of injury occurring. The patient previously reports that the new lead has been much more effective with minimal side effects such as a reduced speech output. No intervention has been taken for this event, as a result no MFR. Report # has been generated for this report. The patient had reported this information directly to the FDA in medwatch report # 5162920. No other relevant information has been received to date.